Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this pacemaker had pocket infection. While attempting to explant this device the patient went into complete heart block, hence explant procedure was not continued. The patient was given antibiotics since the physician felt that infection was not that severe. This device remains in service. No additional adverse patient effects were reported.